Event description:
3 of 5 reports (same patient, same event, different products). Other mfg report numbers: 3014334038-2024-00084, 3006697299-2024-00045, 3014334038-2024-00085, 3006697299-2024-00047. A facility reported an intracranial pressure (icp) kit was inserted on (B)(6) 2024. The icp was 13-14 mmhg and went suddenly to 35 and the patient was treated with mannitol: pressure decreased to 11 mmhg. Suddenly the cerelink monitor with no movements or change, gave the message: ¿sensor or extension cable failure! Disconnect and replace cable or sensor¿. They replaced the cerelink monitor and the cable with another two units, but the message remained. They switched off the monitor but after turning it on again the message kept being the same. The event led to 45 minutes delay in patient care. They had to stop the monitoring. The patient was critical, they needed icp measuring; therefore, the sensor was retrieved, and the monitoring method was changed to evd.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Cerelink sensor was not returned for evaluation (discarded by customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.